Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was not confirmed. The drill was run with this console and reached a maximum temperature of 112 f. The specification is a maximum temperature of 120 f. If additional information is received, a supplemental report will be sent.

Event description:
The report received from (B)(6) stating that the device was "not cooling properly." The device was being used in surgery. There was no reported patient or user injuries. The date of the event is unknown. There was no additional information provided.